Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the cable is damage a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the alleged reportable malfunction 'the cord is disconnecting from where is attaches to the scope' was caused due to damage and detachment of the cable from ccd (charged coupled device) side. The most probable cause of the malfunctions was traced to deformation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cord of the autoclavable camera head was disconnecting from where it was attached to the scope. The issue occurred during reprocessing. There were no reports of patient involvement.